Event description:
Event description guidant received information that this transvenous defibrillation lead was fractured near the is1 connector. During the explantation procedure with a special tool they had problems to remove the whole lead. So the distal coil remains in the ventricle. Physicians decided to implant a new aicd & lead and save the coil later.